Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Additional information received indicates that the was discarded/destroyed and will not be returned for analysis.

Event description:
Boston scientific received information that this device was emitting tones. Upon interrogation it was noted that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.